Manufacturer narrative:
During the same procedure, a second screw has been used and also bent : ltj 3.75mm solid ss screw l. 38mm - UDI: (B)(4). The root cause of the event could not be determined from the information available and in absence of device evaluation.

Event description:
On postoperative radiography, the 2 screws are bent. During the surgery, the surgeon was satisfy with the compression obtained. There is no clinical impact nor consequence for the patient.